Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va05w0q, implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported urgency and frequency symptom return since (B)(6) 2016. The patient stated she had a CT scan (B)(6) 2016 and did not turn stim off. It was noted that the CT scan could be possible related. The patient stated she has had some pretty bad falls in the since 2015.

Manufacturer narrative:
Concomitant: product ID 3093-28, lot# va05w0q, implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was for back pain injury going on for years but this was new at least for a few weeks. The patient has felling a bunch of times. She fell four times while walking in her sleep, and fell hard. Someone checked her head, but she had huge bruise on back and butt. Pain pills from other injury don't help. Felt like stabbing her. It was five inches to the right of her spine. It was unbearable. It was later reported that patient fell and therapy stopped working she thought she broke it, because she was having urgency, frequency, and peeing in her pants. The patient felt stimulation. The patient stated she increased the stimulation and she was now getting therapeutic effect, but the stimulation was painful for her. The patient was advised to decrease stimulation to a comfortable spot but reported that when decreased to a comfortable spot she stops feeling the stimulation sensation. The patient was not feeling stimulation in the correct location. The patient stated it was hurting on the side of her crotch. The change in therapy/symptom was reported as sudden. No further information was reported. Further follow up is being conducted to obtain additional information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.